Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, congestion,bad headaches,burning smell. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of white and black unknown contamination (dust like), and some very small potential hairs at the air input of the blower box, black contamination with keratin, at the air outlet of the blower box, white dust-like unknown contamination, on the bottom of the blower box and on top and on the bottom of the blower motor, unknown brown and black contaminants and dark-colored hair strands inside of humidifier box, unknown brown and black contaminants and a dark colored hair on air inlet tube seal of humidifier, unknown black and brown substance on the humidifier lid seal near the outlet port. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with black contamination with keratin, at the air outlet of the blower box and white and black unknown contamination (dust like), and some very small potential hairs at the air input of the blower box, white dust-like unknown contamination, on the bottom of the blower box and on top and on the bottom of the blower motor, unknown brown and black contaminants and dark-colored hair strands inside of humidifier box, unknown brown and black contaminants and a dark colored hair on air inlet tube seal of humidifier, unknown black and brown substance on the humidifier lid seal near the outlet port were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.